Event description:
It was reported to philips that the screen is turning white when charging. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed screen problem. The device needs an ac power module. Upon conclusion of the evaluation, it was determined that the ac power requires replacement. It was replaced. The device passed testing and was put back into service.